Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead, implanted with another manufacturer's device, exhibited high out of range shock impedance measurements. It was noted this lead is a single coil lead with higher variability. The impedance values ranged from 108 - 125 ohms. No adverse patient effects were reported.